Manufacturer narrative:
The reported field event of high, out of range hv lead impedance was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that during follow-up, high, out of range high voltage lead impedance was observed. The lead was tested via an analyzer and no anomalies were observed. The physician suspected an issue with the ICD, but explanted and replaced both lead and ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.